Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise causing inappropriate therapy on the right ventricle (rv) lead was noted. Diagnostic imaging was performed confirmed rv lead damage. The rv lead explanted and a new rv lead was implanted. The patient was in stable condition.

Event description:
During follow-up, oversensing due to noise causing inappropriate therapy on the right ventricle (rv) lead was noted. Diagnostic imaging was performed confirmed rv lead damage. The rv lead was capped and a new rv lead was implanted. The patient was in stable condition.